Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Lens not returned.(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -18.0/+1.5/008 diopter, in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to low vault and a refractive surprise. The patient's best-corrected visual acuity (bcva) was 20/20.

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found the lens to have no visible damage and foreign material - fibers present on the lens surface. Dimensional inspection found the lens is in specifications. Correctional data: (B)(4).